Event description:
It was reported that during cleaning and sterilization, the customer noted that 'the tubing in 1 spot fell out after cleaning' on the monopolar curve scissors instrument.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, upon opening up the housing, engineering noticed that only one flush tubing was attached. The other flush tube was missing and it was not returned with the monopolar curved scissors instrument. Instrument passed electrical continuity test. Engineering concluded that damage was likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation.